Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. Device not returned.

Event description:
It was reported that the customer stated the units that the pump was calculating to be delivered was incorrect. During troubleshooting with tandem technical support (cts), it was verified that the pump in use was a replacement pump, however the customer stated that was unable to obtain profile settings information from the previous pump. Cts recommended to the customer to contact their healthcare provider to obtain correct profile settings. Customer acknowledged.